Manufacturer narrative:
Evaluation of the first returned smart coil confirmed that the pet lock was separated on the proximal end of the pusher assembly, and the embolization coil was intact with the pusher assembly. Further evaluation revealed that a section of the coated braided shaft was damaged. If the braided shaft is damaged, the pusher assembly braided shaft may compress when the pull wire is retracted. During functional testing, the smart coil was attempted to be detached with the returned handle, but the braided distal shaft compressed, and the embolization coil remained intact. The root cause of the braided shaft damage could not be determined. Evaluation of the second returned smart coil confirmed that the pet lock was separated on the proximal end of the pusher assembly, and the embolization coil was intact with the pusher assembly. Further evaluation revealed damage along the length of the braided distal shaft. The root cause of this damage could not be determined; however, this damage may have contributed to the inability to detach the smart coil during the procedure. Evaluation of the returned handle revealed an undamaged and functional device. During functional testing, the handle was tested on a handle test fixture and performed within specification. The handle was also used to detach the second returned smart coil without an issue. Evaluation of the returned non-penumbra device revealed a damage on the distal end. The root cause of this damage could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the braided shaft damage. This report is associated with MFR report numbers: 1. 3005168196-2021-00164, 2. 3005168196-2021-00165.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2021-00164, 3005168196-2021-00165,

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils), a smart coil detachment handle (handle), a benchmark 6f 071 delivery catheter (benchmark), and a non-penumbra microcatheter. During the procedure, the physician placed a smart coil in the target vessel using a microcatheter. The physician then advanced another smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the smart coil was removed. Next, the physician advanced another smart coil into the target vessel and used the handle to detach it. Subsequently, while retracting the pusher wire, the physician noticed that the smart coil had not detached. Therefore, the physician re-advanced the smart coil and attempted to manually detach the smart coil; however, it would not detach. Therefore, the smart coil was removed. The procedure was completed by relieving tension on the tip of the microcatheter and placing three other coils. There was no report of an adverse effect to the patient.